Event description:
It was reported that the patient believed that the pump was malfunctioning. It was later reported that the patient had a fall on (B)(6) day. She was kept overnight in the hospital.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).